Event description:
It is reported that the tip fractured.

Manufacturer narrative:
Evaluation summary: as returned, the hex tip of the screwdriver was fractured and was not returned for evaluation. The most probable cause is excessive torsional load applied to the driver component. Cause cannot be definitively determined. Evaluation codes: the screwdriver had a potential field age of approximately 14 months at the time of failure. Device history records indicate all components were manufactured and inspected to specification.